Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a wound under the front elastic of the garment and an irritation under the breasts. The wound was reportedly open, bleeding, and had puss. The patient was admitted to the hospital for the reported wound and while admitted, a cream was applied to the affected area. Follow-up indicated that the patient was discharged from the hospital and the patient was doing better.